Event description:
A malfunction alarm was reported by the customer, specifically identified as "malf 0." There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided guidance to reset the pump, which the customer successfully performed without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support again if the issue reappears.